Event description:
(B)(4). Nickel allergy, severe joint pain and swelling, brain fog, weight gain that I can not loose, vitamin d level high started 50,000 units weekly, sed rate high see rheumo dr next month to see what's next! Each day it takes me at least until lunch time to get out of the bed fly functioning. I have lost my life with my kids I can't do anything with them bc I know the result blood clot recently.